Event description:
It was reported when an asymptomatic patient presented in clinic during follow-up, post-sensed t-wave oversensing was observed on the ventricular channel. The patient received inappropriate hv therapy. Programming changes were made.

Manufacturer narrative:
.